Event description:
It was reported the patient's blood glucose levels rose to over 300 mg/dl, while wearing the pod between 24 and 36 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be bent. As treatment, the patient changed out the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Cloud - locked down/smartphone; lockdown. Cloud - omnipod 5 software app version; 3.0.1. Cloud - smartphone operating system; n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware; n5004l. Cloud - cgm sensor type; g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the soft cannula deployed. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. However, the exposed portion of the soft cannula was found to be kinked and stretched above specification. During fluid path testing, fluid was found to leak from a tear in the damaged portion of the external soft cannula. Because it could not be determined when or how the soft cannula damaged occurred, it could not be conclusively determined if this damaged contributed to the reported event.